Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 29th july 2025, it was reported by an arthrex's employee via email that for 1 unit of ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the eyelet broke and fall off from the pole during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The case was completed successfully by changing to a new ar-2324bcc. There is no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection of the suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, identified that the eyelet was broken off, the base of the eyelet remains inside the distal end of the driver. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging.